Event description:
It was reported that a (B)(6) pt, being treated on a kinair medsurg bed since (B)(6)2009, partially exited the bed becoming entrapped. It was reported that the pt was agitated and was being restrained with the use of a posey vest. The hosp staff was able to free the pt and the pt's vitals were taken at that time. There was no report of a serious injury. This info was also provided by the user facility through the medwatch program (B)(4).

Manufacturer narrative:
Due to the damage sustained by the kinair medsurg bed, it could not be determined if a malfunction occurred. The unit was tested per quality control procedures on (B)(6)2009, prior to placement at the user facility. The unit met specifications at that time. Subsequent to this incident, the unit was returned to kci. Eval of the device determined that the kinair medsurg slide bracket was bent, which appears to have been damaged while freeing the pt. Kinair medsurg labeling states, "as with all specialty bed products that are designed to reduce shear pressure on the pt's skin, the risk of gradual and/or sinking into hazardous positions of entrapment and/or inadvertent bed exit may be increased." Kinair medsurg labeling also states, "use or non-use of restraints, including side rails, can be critical to pt safety. Whether and how to use side rails or other restraints are decisions that should be based on each pt's individual needs and should be made by the pt and the pt's family, physician, and care givers, with facility protocols in mind. Consider not only the clinical and other needs of the pt but also risks of death or serious injury from falling out of bed and from pt entrapment in or around the side rails, restraints or other accessories," and to "consult a physician and carefully consider the use of bolsters, positioning aids, floor pads or kci padded side rail accessories, especially with confused, restless or agitated pts." Kinair medsurg labeling further states, "monitor restrained pts frequently to guard against pt entrapment and migration."